Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What date did the reaction occur on? -dr. Schwartz said they always see the patients at 2-week post-op visits. However, parents will often call that the patient is very itchy and scratches off dressing. What does the reaction look like and how large of an area does the reaction cover?- the area looks inflamed, red, bubbly, dry, and the incision almost looks infected. Do you have any pictures of the reaction?-yes, it has been sent to marketing teams was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.-the typical intervention is cortizone cream if medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used?-no what is the most current patient status?-no update on specific patient, they usually get better after a few weeks of the topical cream was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?-yes. Prineo is used on primary surgery, advanced is used on removal surgery. The reactions typically occur on the second surgery. Additional information has been requested and received. What is the procedure date?-unsure of procedure date. What date did the reaction occur on? -dr. Said they always see the patients at 2-week post-op visits. However, parents will often call that the patient is very itchy and scratches off dressing. What does the reaction look like and how large of an area does the reaction cover?-the area looks inflamed, red, bubbly, dry, and the incision almost looks infected. Do you have any pictures of the reaction?-yes, it has been sent to marketing teams was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.-the typical intervention is cortizone cream if medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used?-no what is the most current patient status?-no update on specific patient, they usually get better after a few weeks of the topical cream was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?-yes. Prineo is used on primary surgery, advanced is used on removal surgery. The reactions typically occur on the second surgery. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep)-( (pediatric ortho surgeon) additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the cream prescription strength? Infection was noted-is it believed the patient had an infection? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent the patient, 2-week post-op visit. However, parent called that the patient is very itchy and scratches off dressing. The area looks inflamed, red, bubbly, dry, and the incision almost looks infected. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. Spoke with the surgeon yesterday and he does not have the information available to provide for this set of questions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.